Event description:
It was reported that during a renal artery stenting treatment procedure, removal difficulties occurred. The physician was treating a lesion located in the renal artery with a 7.0x19x90cm express biliary sd stent. The stent was advanced to the lesion through a guide catheter and deployed successfully without any complications. The stent was fully deployed and well apposed. After stent deployment, an attempt to remove the express stent delivery system (sds) from the pt was made. However, the sds became caught inside the guide catheter and it was unable to be removed. The guide catheter and express sds had to be removed together as a unit. The device was intact. The procedure was completed with this device. There were no reported pt complications. The pt status is listed as "ok".

Manufacturer narrative:
(B)(6). (B)(4).